Event description:
In 2005, this patient was implanted with a gore tag thoracic endoprosthesis. Prior to implantation, the patient had a right common iliac artery conduit place for access due to a small external iliac artery. Post-operatively, the patient developed an incisional hernia. The hernia was first repaired in 2006. The patient underwent three subsequent laparoscopic hernia repairs in 2008 and 2009. The incisional hernia was reportedly resolved with the fourth repair two months later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.